Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the stimulation went from 1.20 to 2.20 on its own and zaps him. He usually used his patient programmer to turn stimulation down. Troubleshooting determined that adaptive stimulation was enabled and was causing this. He noted that he could not even sneeze without getting zapped. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.